Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized five days prior to death for a myocardial infarction with respiratory arrest and coma. The patient was placed on life support. Three days after receipt of this report the patient was removed from life support and passed away. The cause of death was reported to be myocardial infarction. Pd therapy was reported to be ongoing while the patient was in the hospital, but it is unknown if therapy was occurring at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. . An internal and external inspection was performed and found no issues. A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 2007. A device history record review and service history review was performed which revealed no issues that could have caused or contributed to the reported issue. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. If there is any additional relevant information from that review, a supplemental medwatch will be filed.